Event description:
The adhesive is coming detached from the cannula hub, customer inserted in abdomen and not sure if the clothing might have rubbed against it. On 01/07/2003 maersk medical a/s received the complaint and 1 used set.